Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. The reported condition was confirmed, but could not be reproduced. Since failure code 812:05 could not be reproduced, no repair will be made at this time. The assignable cause is currently unknown.

Event description:
The customer's biomedical technician reported a colleague infusion pump that had failure code 812. This event occurred during patient use. The pump was swapped out at the time of the event. It was confirmed that patient therapy was interrupted. The pump was leased through baxter. There was no adverse event, patient injury or medical intervention associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. There is no additional information available.